Event description:
Medtronic reported that after surgery, the patient had marks of a third-degree burn on the shoulder, localized where the green ground electrode was installed. The surgeon removed the small part of the burned skin around the green electrode during the original procedure. The nim unit was on loan from another private hospital when the injury occurred.

Manufacturer narrative:
Functional evaluation of the unit by engineering: changed voltage from 220v to 110v in order to test. Unit functioned as designed, no fault found. Upon opening the monitor, it was noted that the external vga monitor cable was not connected to the cpu, therefore no external display to a device other than the integral monitor was possible, and the vga external connector on the rear of the unit had been rotated 180 degrees. Did not affect function as vga is for external display only. Observed that the external heat sink at the right rear side had two dented fins; this also did not affect function. Unit was then tested per the repair specification and functioned as designed. The unit is 64 months old. Repair history was requested from medtronic. Additional info was requested from the doctor re: use of an electrocautery device during the procedure, but the doctor went on vacation and had not yet returned when this report was submitted.